Event description:
Date of implant: in 2007. It was reported that a pt underwent a minimal invasive surgical procedure with instrumentation at the l4-s1 levels. Approximately 2 months post-op, the surgeon decided to revise the construct to correct one bone screw mis-placement. During the surgical procedure, it was noticed that the cable of one rod was found fractured at the l4 level. The breakage was not visible from the post-op x-rays. In addition, the pt was asymptomatic. No pt complications were reported.

Manufacturer narrative:
Devices were explanted and returned to the MFR, therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the rods in the construct failed due to cable fracture at the proximal flange (majority of wires). Screw alignment on ap films indicate that cranial screws were placed far medial. There is no way that the dual counter-torque instrument could have been used in the procedure.